Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient reported received a pump occlusion message. The patient stated that a similar issue occurred in january, which required a new line. This current event was a continuous infusion, and the infusion was life-sustaining. Troubleshooting was attempted with the patient online. The patient tried using a new cassette and both pumps. While on the phone, the patient also attempted to change the extension set tubing. Despite these efforts, the patient reported that the pump was still not functioning properly, and the patient was advised to go to the hospital. The event occurred during use, and there was no patient injury.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.